Manufacturer narrative:
The facility reported that during the insertion of the central venous catheter, while attempting to remove the needle over the guidewire, the doctor was unable to pull back as the guidewire was stuck within the needle. Ultimately both the guidewire and the needle needed to be removed, a new device had to be opened, and the procedure was performed a second time without further incident. There was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. A sample is not available to be returned for evaluation. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during insertion of a central venous catheter, the guidewire was 'stuck' within the needle and both parts had to be removed. Another line was placed without incident.